Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the indicated phenomena is due to failure of lcd panel. It is likely that it was damaged by an external impact due to scratches, deformation, and damage based on the appearance. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As noted, the unit was returned for routine maintenance, and scratches were on the window screen and the lcd display was not present due to an unknown impact. This suspicion was confirmed by the deformed bottom right corner of the rear cover. Additionally, the controller panel was damaged. Should additional information become available, a supplemental report will be provided.

Event description:
The olympus high definition liquid-crystal display (lcd) monitor was returned for routine maintenance. During the device evaluation, scratches were noted on the window screen and no lcd display was present. There was no patient involvement during this event.